Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. . Approximately seven years post deployment, x-ray revealed that there is a fractured prong which maybe in different vessel or within peritoneum. Seven years followed by that; CT scan revealed that the filter legs were extending outside the ivc wall. Seven years later, the filter was retrieved. Therefore, the investigation is confirmed for the filter limb detachment and perforation of the ivc wall. However, the investigation is inconclusive for the cephalad migration of the filter. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the heart, perforated an unknown location, and limbs detached. It was further reported that the filter and/or limb(s) migrated to the peritoneum, right ureter, and right renal pelvis. The device was removed; however, there were no reported attempts made to retrieve the detached limb(s). The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately seven years post deployment, x-ray revealed that there is a fractured prong which maybe in different vessel or within peritoneum. Seven years followed by that; CT scan revealed that the filter legs were extending outside the ivc wall. Seven years later, the filter was retrieved. Therefore, the investigation is confirmed for the filter limb detachment and perforation of the ivc wall. However, the investigation is inconclusive for the cephalad migration of the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the heart, perforated an unknown location, and limbs detached. It was further reported that the filter and/or limb(s) migrated to the peritoneum, right ureter, and right renal pelvis. The device was removed; however, there were no reported attempts made to retrieve the detached limb(s). The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the heart, perforated an unknown location, and limbs detached. It was further reported that the filter and/or limb(s) migrated to the peritoneum, right ureter, and right renal pelvis. The device was removed; however, there were no reported attempts made to retrieve the detached limb(s). The current status of the patient is unknown.